Event description:
On (B)(6) 2023, it was reported by a subsidiary representative via sems that an ar-6410 tubing set has a damaged luer lock connector. A replacement adapter was used and the procedure was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6410 main pump tubing was received for investigation. Visual inspection noted that the rotating male luer had broken off the end of the tubing and the tubing had been modified - the marked inflow tubing end had been cut off and a connector adapter that is not listed as a component of the ar-6410 in the bom had been placed on the cut end of the tubing. Functional testing was not performed due to the complaint allegation being confirmed visually. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. The most likely cause for the observed failure of the marked inflow tubing end being cut off and a connector adapter being placed on the cut end of the tubing can be attributed to misuse due to user modification.